Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawers was not automatically unlock and unable to access the device. A field service engineer upgraded the software version to resolve this issue. The system functioned as intended after field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis anesthesia system (pas) device was not unlocking. The customer stated that this malfunction occurred when trying to issue a medication to a patient and there was a delay in patient care workflow. There were no adverse events or injuries reported based on this event.